Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va15jp2, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a trial patient. It was reported that the patient tore the percutaneous extension accidentally during stage 1. The patient was expected to get to stage 2 next week. The factor that might have led or contributed to the issue was that the patient was riding on a bumpy tractor and was caught on the pants. The external neurostimulator (ens) stopped working and the patient went to the office and the nurse practitioner noticed the percutaneous extension was torn. The ens was taken off and redressed and the patient was expected to get to stage 2 next according to the office. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned. The rep did not have the serial number of the extension that was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.